Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence. Treatment provided for these conditions include revision and removal surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced recurrence, mental pain, pain, suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, and loss of care/comfort/consortium. Post-operative patient treatment included revision and removal surgery.